Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
.

Manufacturer narrative:
(B)(4). Additional information received: the stapler failure added an hour to the surgery. The case was already an open surgery so no conversion. The staples dropped into patient's abdominal cavity and had to be located individually and removed(picked up). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, prior to firing, the retaining pin was advanced and all the staples dropped out without forming. They converted to hand suturing in order to complete the procedure. There were no adverse consequences for the patient.